Manufacturer narrative:
The fse found that the probe wash tubing became loose, and caused the leak. The fse re-attached the tubing tightly to resolve the leak. (B)(4).

Event description:
The customer reported an uncontained leak of approximately two (2) milliliters of diluent reagent fluid from the probe in the coulter ac.t diff analyzer. There was no direct contact with the leak. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. There were no injuries or erroneous results in connection with this event. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site.